Event description:
Title: acute type a intramural hematoma: the less-deadly acute aortic syndrome? The aim of this single-center retrospective study was to evaluate the short- and midterm outcomes of surgically managed acute type a intramural hematoma (imh) versus classic acute type a aortic dissection (ataad). From january 1, 1996, to february 8, 2023, a total of 901 patients were included in the study. Divided into 2 groups: acute type a imh group (n=106) with 48 females. The mean age of 65 (58, 73) years and the classic ataad (n=795 group presented for open aortic repair with 251 female and the mean age of 59 (49, 69) years. Reapproximating the dissected root at the sinotubular at the aortic root junction with 5-0 running prolene suture (ethicon) to close the false lumen or with neomedia (teflon). Reported complications 5-0 prolene suture (ethicon) had reoperation for bleeding (n=63) treatment: not reported. Deep sternal wound infection (n=18) treatment: not reported. Sepsis (n=24) treatment: not reported. Had gastrointestinal complications (n=84) treatment: not reported. In conclusions, acute type a imh could be treated with emergency open aortic repair with excellent short- and midterm outcomes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j thorac cardiovasc surg. 2025 feb;169(2):552-561. Https://doi.org/10.1016/j.jtcvs.2024.01.032 epub 2024 jan 25. Pmid: 38280668.